Event description:
A report was received that the patient had developed an infection at the ipg site. Symptom includes oozing on the site. The physician believed infection was not device related. The pocket site was washed out and the patient was given antibiotics. The patient is doing well.

Manufacturer narrative:
Additional information was received that there will be no further information provided to bsn.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptom includes oozing on the site. The physician believed infection was not device related. The pocket site was washed out and the patient was given antibiotics. The patient is doing well.